Event description:
Pt awakened from sleep (B)(6) 2012 while on power-based unit with multiple alarms, red heart display on hm ii controller. Review history on vad- numerous episodeslow-speed operation with pump stoppage approximately x17. External driveline repair (B)(6) 2012.